Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) regarding the patient via a manufacturer¿s representative (rep). The rep reported that the patient was having pain by the neurostimulator (ins). The patient needed to be seen by his hcp and a rep would be present to check impedances and further troubleshoot if necessary. The issue wasn¿t resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the patient saw a representative and they got them to see a healthcare professional. They were going to see the new healthcare professional for a new stimulator. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The rep reported that the patient was to have a battery replacement next week, and they received notes from the physician to bring compact leads. It was noted that one lead will be added to the system. The rep thought there might be issues as a result of the notes to bring an additional lead. No further information was known about the event. The rep was to follow-up with the healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for post-laminectomy pain. It was reported that the patient was having trouble sitting so they were concerned that their stimulator fell or moved. The patient noted that they had no recent falls or trauma. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the representative called in to review what components to bring for a replacement procedure for a dead battery (due to normal depletion) as well as the addition of another lead for coverage. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the pain by the ins was first noticed on (B)(6) 2018. The cause was not determined but the patient had an appointment to see their pain doctor on (B)(6) 2018. The issue had not been resolved. No further complications reported.